Event description:
Original contact made in april, consumer complaining of syringes not dispelling insulin and elevated blood glucose levels. No medical treatment was sought or dispensed, however, follow up with the consumer concluded that their therapy was possibly impacted by less than expected insulin delivery.